Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2020. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was further described as "break in aseptic technique by the relatives". On an unreported date, the patient was hospitalized for 15 days and was treated with unspecified antibiotic (dose, route and frequency not reported). At the time of this report, antibiotic treatment was completed and patient was recovered from peritonitis. It was reported that the patient remained hospitalized and performing pd therapy. It was not reported if the patient or relatives were retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: should additional relevant information become available, a supplemental report will be submitted.